Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
A portion of the lead was initially returned and analyzed in 2010. The balance of the lead was returned in four segments for analysis. Svc conductor damage was found at 13cm from the pin consistent with clavicular crush damage. The etfe coating was damaged at the same location. A 0.1cm length of external insulation abrasion and signs of clavicular crush damage were found on the capped segment. External insulation abrasion was noted at 10.2-13.0cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at this location. Other damages are consistent with that occurring at the time of explant.

Event description:
New information notes that the capped portion of the lead was explanted sometime in 2013.

Event description:
It was reported that x-ray revealed an insulation break. The lead was capped and replaced.